Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's o2 board, sensor board. The device's oxygen blender circuit board was replaced to address the issue. The device passed testing and verification procedures.